Event description:
A customer contacted baxter tech service during dwell 1 of 4 therapy using the hc sys. The hp stated they were overfilled. The dwell time left was 1:02. The service rep had the hp press stop and manually drain 4394ml. The service rep checked the device programming - fill volume=2500ml, last fill volume=1500ml, initial drain alarm set point=10ml, initial drain volume=351ml. The service rep explained to the hp that the initial drain alarm set point was set too low and suggested they contact their nurse to reprogram the replacement device with a proper initial drain amount volume. The home pt wanted to restart therapy with the device. The service rep assisted the hp with a bypass to drain 1 of 4. A swap was arranged. The nurse would program the replacement device. There was no pt injury or medical intervention indicated at the time of the initial report.